Manufacturer narrative:
The field service representative (fsr) reviewed instrument logs, performed troubleshooting procedures, and determined the alinity pipettor probe (03r96-01) the likely cause of the issue. Service replaced the probe, resolving the issue. A review of service history for the alinity I serial number ai04550 revealed no additional erratic or elevated patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the alinity pipettor probe (03r96-01) did not identify any trends. Review of tracking and trending for the alinity I/architect did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity pipettor probe (03r96-01) or the alinity I serial number (B)(6) was identified. Section g has been updated to reflect a change in personnel since the time the initial submission was sent for this event.

Manufacturer narrative:
No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following was provided: on (B)(6) 2021 sid (B)(6) initial result 35.0 ng/l, repeated 5.8 ng/l and <2.0 ng/l. No impact to patient management was reported.